Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 208 mg/dl at the time of incident. The customer¿s other blood glucose levels was in between 300 mg/dl to 400 mg/dl. The customer was treated with manual injection. Based on customer report customer did allege insulin pump was under delivering. Customer assisted with troubleshooting. Customer performed displacement test and high pressure test and both tests were passed. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.